Event description:
It was reported that stent damage, requiring intervention occurred. The patient presented with triple-vessel disease in the left circumflex (lcx), left main (lm), and left anterior descending artery (lad). Vascular access was obtained via femoral artery. The 80% stenosed, 38mm x 3.0mm, de novo, bifurcated target lesion containing a >=90 degrees bend was located in the moderately tortuous and mildly calcified distal lm to lcx. Following pre-dilatation, a 38 x 3.00 promus elite drug-eluting stent (des) was advanced and deployed for treatment. However, after post dilatation with a 3.00 x 12mm nc balloon catheter at 16 atmospheres, the proximal struts of the stent were damaged. Subsequently, a 3.50 x 12mm promus elite des was deployed to cover the damaged struts. The procedure was completed and no patient complications were reported. The patient was stable and was responding well to medicine.